Event description:
On 07 apr 2008, the sales representative reported that the tips are bent. Additional information received on 29 apr 2008 via telephone, the sales representative reported that during surgery in 2008, it was noticed that the drivers would not load the screws properly and both drivers were bent. The surgeon was able to finish the case with the drivers. There was no delay in surgery. There was no impact to the patient reported.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Evaluation is pending upon the return of the product.